Event description:
It was reported that during an unknown procedure, the handpiece gave an error code 4. Biomed doesn't know how they have finish the procedure. No patient consequence.

Manufacturer narrative:
Date sent: 09/18/2008. Eval summary - the hand piece was received with a loose mount. The hand piece was returned and was tested on a generator and gave an error code 5. It no longer meets the specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 4 to occur. /continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.